Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, partial breakage of the catheter at 14 cm. Additional information received 02-april 2025: device was not mounted on the patient. When the problem occurred as reported in the previous email we noticed the leak during the post-removal check. There were no consequences for the patient. The operators were present when the problem occurred. The fluid that leaked was only physiological. No interventions of any kind were necessary. Additional information received 11-april 2025: date of placement (B)(6) 2025 (with execution of the catheter check where it was intact to sight and pressure, with the presence of two operators). Date of the adverse event at the time of removal and related control on 14-03-25. A partial lesion with a cut parallel to the axis of the catheter of about 1 mm is noted at a distance of about 15 cm from the proximal point. It was not necessary to reposition another catheter. No other information was provided.